Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-aug-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the device involved in the incident, it was determined that the system was in disconnect mode and was not communicating. A field service engineer (fse) found no hardware issue; it was identified as an it-related problem. It was contacted to resolve the network issue. The system functioned as intended after the it team resolved the issue.

Event description:
It was reported by the customer that a bd pyxis¿ anesthesia station es, the station was in disconnected mode and failed to communicate. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.